Event description:
It was reported the ra (right atrial) lead dislodgment and perforation viewed by x-ray . Subsequently, the lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or perforation.

Event description:
It was reported the ra (right atrial) lead dislodgment and perforation viewed by x-ray . Subsequently the lead was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.